Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Stent detached from the balloon during procedure and was returned for analysis. A visual examination of the stent found the stent damaged apart from the first 3 rows on one side, the remaining struts were distorted, lifted and stretched. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered during attempts to cross a placed stent. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery and in the diagonal branch. After implantation of a synergy drug-eluting stent in the lad artery, a 4.00 x 8 synergy ii drug-eluting stent was advanced in attempt to stent the diagonal branch but was unable to cross through the struts of the previously implanted stent in the lad. Upon removal of the 4.00 x 8 stent, the stent became dislodged from the delivery system but remained on the wire and was recovered outside the patient's body. The diagonal branch was dilated with a balloon catheter and the physician decided not to stent the lesion and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery and in the diagonal branch. After implantation of a synergy drug-eluting stent in the lad artery, a 4.00 x 8 synergy ii drug-eluting stent was advanced in attempt to stent the diagonal branch but was unable to cross through the struts of the previously implanted stent in the lad. Upon removal of the 4.00 x 8 stent, the stent became dislodged from the delivery system but remained on the wire and was recovered outside the patient's body. The diagonal branch was dilated with a balloon catheter and the physician decided not to stent the lesion and the procedure was completed. No patient complications were reported.